Manufacturer narrative:
Following receipt, the pacemaker status was first interrogated and the implant memory was evaluated. An analysis of the memory showed an increase in power consumption for the device. Typically, the user receives a warning on the programmer when there is an increase in power consumption. The therapy capabilities of the pacemaker were checked. The anti-bradycardia output signal reflected the values programmed and the device signal sensing was in working order. With respect to device function, the pacemaker was within specifications. Next, the pacemaker was opened and the electronic module components were inspected. The battery was still sufficiently charged. Further analysis showed a damaged capacitor that was the reason for the increase in power consumption and thus the subsequent clinical observation. The components were removed from the electronic module and the power consumption was as expected then. There were no other causes for the elevated power consumption other than the damaged capacitor. Moreover, the production process for this device was checked. The production documents did not show any irregularities that could be linked to the complaint. All production steps were executed correctly, especially the pacemaker's power consumption showed no irregularities. In summary, the clinical observation of increased power consumption was caused by a damaged capacitor in the electronic module. A review of the production history showed that the device was in working order at the time of delivery.

Event description:
Ous MDR - after an implantation time of about 38 months, an increased power uptake was reported. The pacemaker was explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.